Event description:
A recent maintenance action needs to be repeated because of a test equipment calibration out of tolerance on a multimeter used to test power supply voltages. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.